Manufacturer narrative:
Correction to initial MDR field: additional information was received that according to the physician the pain around the scar sites are not device or procedure related and is a known side effect/risk taken when operating on a patient.

Event description:
A report was received that following a lead revision the patient was experiencing pain around the scars on her back. (B)(4) plaster was provided as treatment. The treatment was successful.

Event description:
A report was received that following a lead revision the patient was experiencing pain around the scars on her back. Qutenza plaster was provided as treatment. The treatment was successful.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-30, serial/lot: (B)(4), description: linear 3-6 lead 30cm, model:sc-1110-02, serial/lot: (B)(4), description: ipg kit (without pull-through tunneler); model: sc-3138-55, serial/lot: (B)(4), description: lead extension, 55cm.